Event description:
The ge oec instatrak 3500 fluoroscopy system would not load patient data and would not fully boot up. Volc unable to get system started.

Manufacturer narrative:
A ge oec service representative investigated the issue and tech support was unable to restore function the fse arrived and replaced the tracker computer. The system was tested found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.